Event description:
It was later reported that the patient experienced a sudden drop in blood pressure occurred after the balloon catheter and mapping catheter were inserted into the left atrium. The patient's heart rate slowed.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: transseptal puncture needle product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and 2ach20 loop catheter with lot number 9423812 was returned and analyzed. The returned image from the field showed a patient monitoring screen for different constants. A video was returned and showed medical devices and a guide wire inside a patient under fluoroscopy. Visual inspection of the mapping catheter showed the mapping catheter was intact with no apparent issues. No kinks were observed along the shaft, pebax or tip/loop section of the mapping catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the reported clinical issue could not be confirmed through analysis. The mapping catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter, product ID: 4fc12 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. Pericardiocentesis was performed and the patient was kept under observation in the intensive care unit (ICU) for a period of seven days. The case was aborted. No further patient complications have been reported as a result of this event.